Event description:
The ve lvas was implanted in 1999. Just prior to christmas 1999, the pt was complaining that in auto mode the ve lvas beat rate was running at 120bpm with flows of 9 to 10lpm from the lvad. The pt was brought into the hosp and an echo confirmed regurgitation/incompetency of the ve lvas inflow valve. The pt remained hospitalized after the confirmation of the lvas inflow valve regurg and the lvad was kept in fixed rate mode until the patient was transplanted on nine months later.